Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation sensation. The pt tried the other groups also and felt nothing even when stimulation was increased all the way up. The pt noted symptoms beginning in early november and gradually the stimulation went away. The pt did have a fall in the summer. The pt was seen on (B)(6) 2010. Reprogramming was attempted. One lead failed. Fluoroscopy was done (B)(6) 2010 to evaluate the lead, no fractures were identified. The lead was surgically removed on (B)(6) 2010, and a fracture was identified at the site where the lead entered spine. The implantable neurostimulator (ins) was also removed at the pt's request. There was not anything wrong with the ins. The pt just wanted it out because it was close to end of life. It was unk if the devices were returned. It was noted that a new device could not be put in as the leads would not go in due to scar tissue. The pt was doing fine following removal and was referred to a neurosurgeon for paddle lead placement and a new ins.